Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl. Customer states transmitter loss of communication. Customer would not like to review alerts. Customer states there was no damage to the connection bridge or pins. Customer states the transmitter led did not blink on and off. Customer did not receive sensor connected alert nor did system start warm-up. Customer reports they did not feel okay to troubleshooting and refused troubleshooting because they bolus themselves. The transmitter will be and other devices will not be returned for analysis.